Event description:
It was reported that insulin squirted out during the manual prime. The numbers did not appear on the screen, and no beeps were heard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/flush drive support disk. Visual inspection revealed cracks on the lcd window corners, reservoir tube and battery tube threads. The unit also had a scratched lcd window.